Manufacturer narrative:
The customer¿s report of a syringe occlusion/empty alarm and residual volume could not be confirmed. Only the unapproved syringe, syringe tubing and syringe event logs were returned for investigation. Syringe event logs do not contain programming or syringe (syringe size, volume) information and this information can only be obtained from the pcu event log. The syringe used in the event was a covidien monoject 2.5ml flush syringe and is not listed on the syringe. The reported issue is most likely due to the use of this unapproved syringe. The probable cause of the reported syringe occlusion/empty alarm and residual volume is due to the use of an unapproved syringe.

Event description:
It was reported that during administration of the saline flush (1.5 ml in a 3 ml syringe) after a cefazolin syringe infusion, the pump alarmed "occlusion/syringe empty" despite 0.5 ml residual remaining to be delivered in the flush syringe. The flush syringe initially contained 2.5 ml, the user removed 1 ml to achieve the volume of 1.5 ml for the flush prior to the start of the flush. The user checked the line for occlusion and none was found. The patient was an infant. The nurse used "restore" to program the flush after the dose of cefazolin. No patient harm occurred.

Manufacturer narrative:
Concomitant continued: non-bd extension set with filter. (B)(4). The device has arrived for investigation, however the investigation has not started. The patient is an infant. A follow up report will be submitted with failure investigation results after completion of the investigation.

Event description:
It was reported that during administration of the saline flush (1.5 ml in a 3 ml syringe) after a cefazolin syringe infusion, the pump alarmed "occlusion/syringe empty" despite 0.5 ml residual remaining to be delivered in the flush syringe. The flush syringe initially contained 2.5 ml, the user removed 1 ml to achieve the volume of 1.5 ml for the flush prior to the start of the flush. The user checked the line for occlusion and none was found. The patient was an infant. The nurse used "restore" to program the flush after the dose of cefazolin. No patient harm occurred.